Manufacturer narrative:
The subject device was returned for device investigation. It was observed that during the device evaluation, there was an intermittent image and the ethylene oxide (gas) valve had corrosion. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the analysis, it was observed that there was an intermittent image and the ethylene oxide (gas) valve had corrosion. There were no reports of patient involvement